Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received audio anomaly. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump did not pass the audio testing. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with error hardware low level failures in downloaded history. Broken trace noted at pin 1 of ambient light sensor. No audio of alarm confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, and force sensor test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test and occlusion test due to missing retainer.